Event description:
It was reported that this was a bilateral arteriotomy closure of the right and heavily calcified left common femoral artery (rcfa) (lcfa) using a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. No issues or failures reported on the rcfa. Reportedly, a cuff miss [suture retrieval issue] occurred on the lcfa with six proglide devices. The aaa procedure was completed. Hemostasis was achieved via cut-down and vascular patch. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI number is not known as the part and lot number were not provided.